Event description:
Caller alleged (B)(6) serum hcg results. Results as follows: date - (B)(6) 2012 (lot hcg1080052) - time: 1500, result: negative, time: 2100, result: negative. One of the serum samples was slightly hemolyzed: beta quant resulted 64.6 miu/ml, urine resulted (B)(6), performed at poc at bedside, not first morning urine (same lot). The customer called back on (B)(6) 2012 to report the following info: (lot hcg1100288). Two new serum samples from the same pt were drawn on (B)(6) 2012, both serum samples gave negative results. Samples were also tested on a quantitative instrument and received (B)(6) results of 69.7 miu/ml and 59 miu/ml. An ultrasound was performed on the pt that was negative and the pt was sent home.

Manufacturer narrative:
Investigation pending.